Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for assessment. The returned device included the hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen and tamper tube were able to deploy from the device successfully. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely root cause was determined to be an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided . A3b: gender: requested, not provided . A4: weight: requested, not provided. A5: ethnicity: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is ongoing, a follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a cerebral angiogram procedure. Under direct supervision of the attending physician, the doctor successfully replaced the working sheath with the angio-seal sheath and completed the steps for deployment getting a pulsatile stream and placing the sheath properly. The doctor proceeded to secure the sheath while taking out the dilator and wire, and then inserted the device into the sheath. She completed the steps correctly and upon pulling back to deploy the device, they noted everything came out of the patient and the site started bleeding and forming a hematoma. They held manual compression until satisfied that hemostasis was achieved. The estimated blood loss was less than 250cc. They were concerned something was left inside the patient, they had planned to ultrasound and doppler the patient regularly until satisfied there is no issue within the artery. Additional information was received on 31oct2024: the patient was in stable condition. Medical intervention performed regarding the hematoma that was reported, was manual compression. The size of the hematoma was unknown. Additional information was received on 01nov2024: procedural detail for patient prior to angio-seal deployment was middle meningeal artery embolization for subdural hematoma. The attending doctor actually said there was no hematoma or blood loss as they put pressure on the access site immediately when they realized device had not deployed. They followed up with doppler and found the signals to be strong with no complaints from the patient. As such, they did no further medical evaluation on the access site.